Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as of a result of having the product implanted, the pt has experienced pain, laceration/damage to tissues and organs, erosion, abrasion/grating of tissues and organs, dyspareunia, dysuria, severe edema, product extrusion, bleeding, scarring, impairment, and related sequelae. Product was used for therapeutic treatment.

Manufacturer narrative:
Tracking number: (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the reason for mesh implantation: symptomatic pelvic organ prolapse and stress urinary incontinence .under general anesthesia procedure (s) performed were total vaginal hysterectomy, transobturator tape mid urethral sling, laparoscopic sacral colpopexy, and cystourethroscopy complications post pelvitex placement: in 2008: vaginal discharge/discomfort worsening rather than improving - has not started vaginal estrogen cream yet, concerned about burning with use; discussed benefits of use and to start tonight mesh revision surgery: in 2008: underwent vaginal excision of exposed mesh and cystourethroscopy under general endotracheal anesthesia